Manufacturer narrative:
(B)(6). The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information.

Event description:
It was reported that a patient has experienced sudden pain and the device appears to have fractured on radiographs.

Manufacturer narrative:
(B)(4). Reported event could not be confirmed due to limited information received. No devices were received; therefore no visual inspection was conducted. Review of device history records identified no deviations or anomalies. Review of complaint history determined that no further action(s) is/are required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filled accordingly. Zimmer biomet will continue to monitor for trends.